Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to complete an autofill the first time. After inspecting the unit, the stm did find that the autofill calibration was not within the required specification. To resolve the issue, the stm calibrated the autofill syringe and then completed all diagnostic and performance tests with no issues. The iabp was approved for clinical use and returned to the customer. (B)(6).

Event description:
The customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) would not autofill. No adverse event was reported.